Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/23/2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, the data shows no loss of connection on the date of issue. A pairing test was performed and it passed. The reported event of loss of connection was not confirmed. The root cause could not be determined.